Event description:
The facility reports the staff member was removing the resident from the tub. The tub was approximately mid to low-height. With her left hand, the staff supported the resident's legs to clear the tub rim. The staff member then moved the lift with her right hand. During the lift maneuvering, the front left castor came off. The staff grabbed the resident and tub chair to prevent the resident from falling and called for help. The staff member had to support the chair and resident for about 3 minutes before help arrived (she could not reach the call bell).the staff member sustained right low back discomfort relating up to the neck. No resident injuries.

Manufacturer narrative:
The castor were returned to the MFR. For investigation. The MFR. Determines the root cause of the incident is insufficient maintenance. The investigation report indicated the castors were worn out and should have been replaced. The returned castors were dated 2002, meaning they have been in use for five years. According to the lifter preventive maintenance schedule, the castors are to be replaced every 24 months. This is mandatory maintenance and must be performed by qualified personnel, fully trained in servicing, using correct tools and knowledge of the procedures. Failure to meet these requirements could result in personal injuries and/or unsafe equipment. The MFR recommends retraining of the customer, especially in accordance with the preventative maintenance schedule. The castors have been replaced.